Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, could have allowed for dislocation.

Manufacturer narrative:
Pending evaluation: concomitant medical products: 300-01-12, 7006720 - eq humeral pf stem, 12mm, 320-06-38, 6700600 - glenosphere 38mm, 320-10-05, 6880218 - eq rev adapter plate tray +5, 320-15-05, 6897124 - eq rev locking screw, 320-20-00, 6850317 - eq rev torque screw kit.

Event description:
As reported, approximately 3 days postop the initial ltsa, this (B)(6) female patient was doing therapy post op and was dislocated the ltsa during a physical therapy session. Doctor upsized components and constrained liner in order to make more stable. Patient expected to do fine and left or stable. Patient was very overweight with very poor tissue quality and very poor muscle tone. Patient was last known to be in stable condition following the event. Devices will not return due to hospital policy.